Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined and lancets/microlet2 are not 510(k) cleared. Initital reporter address and phone number were not provided.

Event description:
A sales representative from (B)(6) accidentally stuck her finger with a lancet in a microlet2. It was in a pharmacy demo kit. No blood was drawn and she did not seek medical attention. It was unknown whether or not the lancet had been used. The product information was not provided. No product is expected to be returned for evaluation.